Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was having some movement and pain at the ipg pocket. The patient's doctor has discussed an ipg revision and the patient will be proceeding with the surgery.

Event description:
Additional information indicated surgical intervention was undertaken and the ipg was explanted and replaced.